Event description:
Septic patient admitted to e.d. Placed on bird ventilator at 100% o2. No change in blood gases. Discovered o2 hose on floor. No audible alarm. Inspection concluded particulate matter clogged filter on blender, therefore did not alarm. Patient critical on admission, effect of incident unclear. As a result of our evaluation, will revise ventilator/checkout procedure and documentation. Added h-2-o traps to ventilator air compressors.relevant device: bird corporation - bird ventilatodevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, other. Results of evaluation: foreign material contamination, invalid data. Conclusion: device failed during assembly, device failure occurred and was related to event, device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.